Manufacturer narrative:
Pump was received with motor error alarm during occlusion test and unable to prime at 2.5 pounds during prime and /a33 test due to faulty force system tin resistor. Motor passed motor test. Unit had missing end cap sticker, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error after priming. Customer does not recall any significant events leading to the error. Customer's blood glucose was 174 mg/dl at the time of the incident. Troubleshooting was done for priming and the pump was unable to be rewound and a motor error was received after troubleshooting. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.